Manufacturer narrative:
A patient experienced a localized burn following treatment with the Alma Hybrid ProScan applicator. Technical evaluation of the device confirmed the device met all manufacturer specifications, and no malfunction or performance deficiency was identified. Based on the available information, the event is considered likely related to treatment- and/or patient-related factors. Although permanent impairment has not been confirmed, the manufacturer is submitting this MDR in good faith and out of an abundance of caution due to the potential for scarring.

Event description:
Importer reported that user facility reported that a patient sustained a burn at the treatment site following use of the Hybrid System.